Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump lost power after getting wet. Reportedly, the battery cap¿s yellow o-ring was visible at the time of the alleged incident. The reporter stated that the patient noted auditory and vibratory features were functional. The reporter did not have the pump for review at the time of contact with animas, and could not confirm if there was an actual power issue, or if the issue was of a blank display screen. The reporter was unsure if there was damage to the battery cap or to the battery compartment threads. The reporter noted that the battery cap was changed about four months ago. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/21/2014 with the following findings:the pump powered on appropriately to the verify screen in accordance with normal operation. A review of the black box showed multiple call service sleep alarms on 08/13/2013. The sleep alarms mimicked a ¿no power¿ condition. Visual inspection revealed a cracked battery compartment. There was no evidence of moisture found inside the battery compartment or on the battery cap. The battery cap tightened appropriately to the pump; no power loss was observed. The pump was exercised for 24 hours with no power issues or no alarms. The alleged power issue could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.